Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had a complete loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. No patient symptoms had been reported.